Manufacturer narrative:
Investigation: the investigation was carried out by ats, the hardness test by mti. Surface: ok, shape: normal signs of wear and tear, small burr at the blade, position: ok, function: suboptimal, decomposability: ok, screw seat: ok, cut function: ok, hardness: 46,6 hrc (42+8 hrc), conclusion: wear and tear. Corrective action according to sop (B)(4) a CAPA is not necessary.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: france. It was reported that there was a defect with the jaw that caused usage problems with the surgeon and complications with the patient.